Manufacturer narrative:
(B)(4).

Event description:
The pt developed an infection soon after the device was implanted. The physician reported that the infection was most likely caused by pt's lack of hygiene around the wound site. The pump was explanted. The pump was discarded after the explant. It was also reported that this pt had a non-flownix pump previously explanted due to a similar infection.